Event description:
Sorin inc was notified that this lead was capped due to noise. "There was noise found on the lead. Multiple attempts were made to recreate the noise in various fashions but were unsuccessful. Based on the patient information at the times of the issues it was determined that it was most likely not due to external interference. It was determined that a new lead should be placed and the chronic lead capped. At the time of the procedure the doctor replaced the device as well so as to avoid the patient undergoing another procedure for as long as possible." Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.